Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their blood glucose and sensor glucose readings. The customer stated they could not depend on the readings until they have calibrated at least four or five times. Customer stated their blood glucose would be 300 mg/dl and their sensor glucose would be 90 mg/dl. Customer also reported receiving low predict alerts when they were not low. The customer declined to troubleshoot. No additional information provided.